Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during surgery, two hrs -2 polyethylene inserts (polys) were unable to connect to the hrs centered tray. Both inserts were impacted but did not seat, resulting in their disposal. The centered tray was then removed from use, and a new centered tray was opened; however, both original polys again failed to seat. After a significant delay, a third poly¿a non¿vitamin e standard perform +0 ¿was opened and successfully implanted with an eccentric tray. Attempts to seat the original polys were made both in vivo and on the back table. The eccentric tray used for implantation had also failed to seat the original two polys.

Manufacturer narrative:
The reported event was not confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: a visual inspection of the returned poly insert shows no signs of wear and is in like new condition. The only exception is light deformation to the poly tabs on the underside of the reversed insert, which appears to have been caused by attempted insertion of the collar from the mating component. A functional test of the device using an r&d testing fixture confirms that it locks into place and operates as intended. A dimensional inspection of the device was performed by the original manufacturing vendor. The attached data sheet shows several measurements out of specification, which were determined to be the result of poly compression caused during the initial assembly attempt and subsequent functional testing. However, when compared to the original manufacturing records, the device was confirmed to have met specifications at the time of manufacture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that during surgery, two hrs -2 polyethylene inserts (polys) were unable to connect to the hrs centered tray. Both inserts were impacted but did not seat, resulting in their disposal. The centered tray was then removed from use, and a new centered tray was opened; however, both original polys again failed to seat. After a significant delay, a third poly¿a non¿vitamin e standard perform +0¿was opened and successfully implanted with an eccentric tray. Attempts to seat the original polys were made both in vivo and on the back table. The eccentric tray used for implantation had also failed to seat the original two polys.